Event description:
A site reported that the robocouch patient support system's table top unexpectedly descended towards the floor, during a pt treatment. There was no pt injury reported.

Manufacturer narrative:
Investigation determined that the cause of the descent is due to a failure of a gearbox in the a5 axis.